Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent placement of a pacemaker on (B)(6)1017 and topical skin adhesive was used. After the placement of the pacemaker, the surgeon placed stitches to close the incision and put topical skin adhesive over the incision. The surgeon had difficulty cracking the bulb to allow the adhesive to flow. When the topical skin adhesive finally cracked the glass came through the bulb and cut the surgeon's hand. The glass did not stay in the surgeon's skin. The surgeon cleaned his hand with an alcohol swab and bandage. The cut was small and is healing well. A different tube of topical skin adhesive was used to complete the procedure. No further information is available.